Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15472. It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, episodes of oversensing noise was observed. The physician suspected that the noise was primarily caused by the patient's atrial lead due to a potential partial fracture or insulation breach but also suspects the device as well. The pacemaker and lead were explanted and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
The reported field event of noise and over-sensing anomaly was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment and no anomalies were found.